Event description:
A customer observed a negatively biased total b-hcg result on one pt's sample. The result was reported and questioned by the physician. A bias of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.